Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000141520.

Event description:
It was reported the patient experienced a loss of mobility following a trial procedure on (B)(6) 2023. The trial leads were removed on (B)(6) 2023. The patient was hospitalized and has not regained mobility.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.